Event description:
Add'l MFR info rec'd from initial rptr: co has presented it to a consulting engineer for his review and recommendation. The subject alarm shows a far inferior soldering workmanship to regular production units and co is quite puzzled about it. Regardless of whether or not this has caused the burning of the speaker component of the alarm, the important thing is that co will not take any chance of re-occurrence of this problem no matter how small the probability is. Therefore, co has decided to implement as soon as possible the necessary remedial action that is, to install a re-settable poly fuse unit on all printed circuit boards. This would definitely eliminate any and all possibility of the unit being overheated under any circumstances.